Event description:
It was reported the image of the video system center was slightly shifted to the right, affecting both the live scope image and all on-screen information. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting performed: checked the aspect ratio settings on the monitor and found it set to 5:4; it was changed to 16:9. Also confirmed that the cv-190 aspect ratio was already set to 16:9. These adjustments did not resolve the image shift. The customer informed tac of the event. It is unknown if the device will be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.